Event description:
It was reported that 4 days after insertion, iab did not work w/fiber optics. Pump showed a "false balloon pressure curve". Catheter was manipulated & curve appeared normal. A few hours later, blood was seen in helium tubing & pump filled w/blood. Pump was still running w/o alarms. Iab was removed from patient. There were no patient complications and he left hospital 14 days later.